Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three months and twenty-two days following the implant of this transcatheter bioprosthetic valve, a balloon aortic valvuloplasty (bav) was performed due to aortic stenosis and heart failure related to moderate-severe paravalvular leak (pvl). Following the bav, there was no change in pvl. Subsequently, a second valve was implanted reducing the pvl. No additional adverse patient effects were reported.